Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause for the burn malfunction could not be identified. Based on the results of the investigation, the most likely cause was not established. A root cause for the scope communication error could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, incompatible scope error e315 was displayed and a burned c-cover was observed. There was no patient involvement.